Manufacturer narrative:
Zimmerbiomet complaint number (B)(6) one impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) was returned for investigation. Visual evaluation of the as returned product identified a fractured collar, as well as dried bone around the implant and severely damaged threads, likely from the retrieval process. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing conditions were noted on the per, the patient had unknown bone density. The reported device was located on an unknown tooth and was used for an unknown duration. The customer did not provide pictures or x-ray images. DHR review was completed for the subject lot number (62561302). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62561302) for similar event and no other complaints were identified.therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Implant date unknown / not provided. Explant date unknown / not provided. First/given name: unknown / not provided. Email address unknown / not provided. PMA/510(k): k011028 and k013227.

Event description:
It was reported that patient came to the clinic with the implant fractured and on hand.